Manufacturer narrative:
Foreign zip code: (B)(6).

Event description:
It was reported during that during the procedure the metallic cap broke due to thread capture. No delay and no back up was available to complete the procedure. No patient injury was reported.

Manufacturer narrative:
One 7209485 disposable meniscus mender ii set used for treatment, was not returned for evaluation. Due to product unavailability, the complaint could not be ultimately confirmed. Definitive conclusions, accurate investigation and evaluation were limited without evaluation of physical product. If objective evidence, relevant information, packaging or product becomes available to assist with evaluation, the complaint will be revisited. Factors that may affect device performance include: device ability, surgical ability, procedure location and tissue condition. To keep components from shifting within the package, the product storage cradles are intentionally snug. The heads of the braided loop components snap into their packaging cavities to avoid inadvertent loop disturbance during removal from their cradles. Removal of a loop from the tray using the distal end (head) can result in weakening, bending or complete fracture between the head and shaft. The most successful method of retrieval is to push the head of the component from the back of the cradle which will pop it free. Recent engineering evaluation confirmed this product met specifications upon release.